Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead exhibited high thresholds. The leads were capped and replaced during a routine generator change. No patient complications have been reported as a result of this event.